Event description:
During revision total hip arthroplasty performed on march 11,2006, it was reported that tool fractured during use of ultra drive cement removal system. Fractured tip section remains in the cement mantle. No further details have been provided to date.